Manufacturer narrative:
Investigation results: received one speedband device with the velcro strap and ligator head for analysis. It was noticed that the crimp was present on the trip wire. A visual examination of the ligator head found all the bands present and moved out of their positions with the fourth band was caught under the second and third band. It was also noted that the white band was broken and the ligator head teeth were bent. The suture was broken with one section attached to the trip wire loop and the other section attached to the ligator head. The trip wire was completely rolled in the handle; there was evidence that the trip wire was secured in the handle assembly slot during the procedure. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly and the velcro strap. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7¿ device was used in the esophagus during a band ligation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, one of the bands failed to deploy. The procedure was able to be completed with this device as the rest of the bands successfully deployed. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7¿ device was used in the esophagus during a band ligation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, one of the bands failed to deploy. The procedure was able to be completed with this device as the rest of the bands successfully deployed. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.